Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump, with no recurrence of the malfunction afterward.